Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior. A sheath was not returned. No kinks were found. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A 0.025¿ guidewire was inserted through the inner lumen and was found to be occluded with blood and was unable to be cleared. No leaks were found in the inner lumen. A sensory output test was performed on the iab and no pressure readings appeared. The evaluation confirmed the reported problems. The sensor issue is being escalated to the respective supplier to determine a root cause. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an iab optical sensor failure alarm. The iab was replaced but again the console generated an iab optical sensor failure alarm and also did not display the blood pressure waveform signal by optical fiber on the screen. A third iab was used and the sensor trouble was finally resolved. There was no reported injury or adverse event to the patient. This report is for the 2nd iab used. A separate report will be submitted for the 1st iab.